Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was error code 517 on the ins, resulting in loss of therapy due to the program not being on the ins anymore. It was noted that this error mostly occurs after group impedance is checked at the end of a session. Therefore, the best guess was that it was due to not checking electrode impedance after and the program was lost due to a setup issue in the ins. No diagnostics or troubleshooting was performed. The patient was invited to return to the hospital on (B)(6) 2020 to put settings back to the original. The issue was resolved. No surgical intervention occurred or was planned. The patient was alive with no injury.